Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported that at the one day postoperative visit with a patient, a metal particle was attached to the patient's iris. The torsional ozil handpiece was used. It was noted that the cataract was dense and the power was used for extended period of time.

Manufacturer narrative:
The clinical analyst reviewed this file and stated the following: ¿the customer reported ¿reported that at the one day postoperative visit with a patient, a metal particle was attached to the patient's iris. The torsional handpiece was used. It was noted that the cataract was dense and the power was used for extended period of time.¿ the returned questionnaire was reviewed: this is an (B)(6) female patient. The eye affected was listed as a phaco case for the left eye (os). The surgeon states: ¿dense cataract, event happens when operation time is long with low phaco power.¿ pre-operative review: uncorrected visual acuity (ucva) was listed as 20/0.3 on 8-2-2016. Best corrected va (bcva) was listed with a refraction of +1.50 -0.50 x 020 at 20/0.5 surgery data review: a temporal incision was made and ophthalmic viscoelastic device- ovd was used. The ovd was removed via irrigation/aspiration (I/a). Post-operative review: the patient¿s refraction was listed (post-op) as +0.25-1.00 x170 degrees. The visual acuity (uncorrected) was listed as 20/0.9. During follow up with a patient, the reporter found that metal particle has been attached to the patient's iris. The questionnaire confirms that single use consumables are not reused. No further information has been received. No samples were returned for evaluation. The system is a closed system. It is operated with a sterile single use consumable cassette which is designed to isolate the patient fluid path from the console itself. Any surgical instrumentation that would come into contact with the patient would be cleaned and autoclaved by the user prior to surgery, per standard industry practices and company directions for use (dfu). There is no evidence that the design or manufacturing of the infiniti system contributed to the reported event.¿ no further information was able to be obtained from this customer. With no additional, related information provided, the customers reported event was not able to be confirmed. The root cause cannot be determined conclusively. (B)(4).